Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized and was treated with ceftazidime injection (1gm, per day, route was not reported) for the event. Seven days after the event onset, antibiotic treatment was discontinued and the patient was discharged from the hospital. At the time of this report, the patient has recovered from the peritonitis event 17 days after the event onset. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.